Event description:
It was reported "white tabs broke during insertion of PICC line." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A de-vice history record review was performed, and potentially findings were identified. However, without the sample returned for analysis, it cannot be determined if the findings were relevant to the reported event. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4. Unique identifier (UDI)# corrected from (B)(4) to (B)(4).

Event description:
It was reported "white tabs broke during insertion of PICC line." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".